Event description:
It was reported that during a routine inspection the doppler of the cardiosave intra-aortic balloon pump (iabp) had low output. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp. The customer pulled the doppler off of the machine, and kept the machine in the cath lab. The stm was handed the faulty doppler, and in return handed the customer a new doppler to put back into the machines storage cabinet. The machine never left service. The stm indicated that the doppler was taken off the machine and replaced the machine it connects to, was in a case and not available for checkout. The doppler is an accessory and has no measurement details. The new doppler was put into service.

Event description:
It was reported that during a routine inspection the doppler of the cardiosave intra-aortic balloon pump (iabp) had low output. There was no patient involvement and no adverse event was reported.